Event description:
It was reported the pt was carrying a large amplifier and now the ins is "fried". The hcp checked impedance and settings and all looked correct and acceptable. X-rays were performed with normal results. The ins had no output. The hcp planned to replace the ins. Additional information has been requested, a f/u report will be submitted if additional information becomes available. Please see MFR. Report#: 3004209178200807761.

Event description:
The patient would 'hug' his speakers, thereby activating the mag switch and shutting his deep brain stimulators off, producing a loss of therapeutic effect. The patient was instructed to stay an arms length away from the speaker or have someone else move it for him. The problem resolved. It was determined manufacturer's report #3004209178-2008-07800 was a duplicate of this file.

Event description:
Additional information received reported there was a hardware failure in (B)(6) 2008. It was noted the left extension, lead, and implantable neurostimulator (ins) were replaced.